Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was inoperable and the issue was confirmed by the abbott representative. The patient reports she had not used the scs system in over two years. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted. The patient then underwent surgical intervention on (B)(6) 2017 where a new ipg was implanted which resolved the issue. Exact date of event unknown (2015).